Event description:
Following a permanent implant procedure for an evoke spinal cord stimulation (scs) system, a patient remained in the hospital for three (3) days for further evaluation of pain and elevated blood pressure (bp). The saluda representative reported that the patient had not taken their bp medication on the day of the procedure and the procedural pain contributed to the elevated bp. The patient reported adequate pain relief from the evoke scs system.